Event description:
It was reported that the insulin pump gauge displayed an amount different than expected earlier in the day. There was no reported adverse impact to the customer¿s blood glucose level. The customer was advised to contact support again for troubleshooting if they encountered an active fill estimate issue in the future and acknowledged this guidance.